Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of the mpu is not providing power was confirmed during analysis. The evaluation of the returned mobile power unit serial number (B)(6) revealed a compromised/damaged power supply pcb components. As a result the unit was not able to supply power. A specific root cause for the damaged components was not able to be determined during the evaluation. Abbott initiated a corrective and preventive action to improve training for avoidance of activities that can generate excessive esd levels. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev d, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 lvas instructions for use rev. D: the patient care and management section warns about static electricity and explains how it should be avoided. The static electric discharge section explains that strong static discharges should be avoided. The alarms and troubleshooting section provides information regarding system alarms and steps to resolve them. Additionally, the safety testing and classification tables in section b of this IFU include electrostatic discharge information. Heartmate 3 lvas patient handbook rev. B: section 1 warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Additionally, the safety testing and classification tables in section 9 of this IFU include electrostatic discharge. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Investigation summary: the reported event of the mpu is not providing power was confirmed during analysis. The evaluation of the returned the mobile power unit revealed a compromised/damaged power supply pcb components. As a result the unit was not able to supply power. A specific root cause for the damaged components was not able to be determined during the evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had returned to clinic reporting that their mobile power unit (mpu) was not working despite plugging into several wall outlets. The mpu was replaced to resolve the issue and there was no adverse patient impact due to the event. On (B)(6) 2019 abbott decided to recall the mobile power unit (mpu) related to mpu pcba damage caused by an esd event and this esd event also resulted in a hm3 motor reset. Unexpectedly the pump was able to restart and run on the backup battery. The mechanism of how the pump was able to restart is being investigated by CAPA per internal procedures.